Event description:
Two separate cases of patients having PICC line placed, and when rn attempted to insert the introducer with dilator, could not advance. Removed introducer/dilator and found the end of the introducer sheath to be barbed. Second event occurred about a month later. In each case, another PICC tray had to be obtained in order to complete the procedure.